Manufacturer narrative:
This MDR related to the (B)(4) manufacturing site has been assigned a medwatch number from the medtronic (B)(4). Currently it is unk whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further info will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
It was reported that the customer's insulin pump was alarming no delivery despite multiple infusion set and reservoir changes. Her blood glucose was unk at the time of reporting she is returning her insulin pump, two infusion sets and a reservoir for analysis. No additional info was reported.